Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with a pacemaker system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right ventricular (rv) lead. A lead safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that pacing impedances had a sudden jump from 345 ohms to now over 3000 ohms. The physician suspects the lead is fractured however, the cause is unknown. The patients family elected not to have any additional procedures due to the age of the patient and the physician determined that the risk of surgery is high. No device reprogramming was done. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right ventricular (rv) lead. A lead safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that pacing impedances had a sudden jump from 345 ohms to now over 3000 ohms. The physician suspects the lead is fractured however, the cause is unknown. The patients family elected not to have any additional procedures due to the age of the patient and the physician determined that the risk of surgery is high. No device reprogramming was done. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.